Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and tubing was found separated from the male luer. All other components were correctly placed and according to specifications. The reported issue was verified. The cause of the condition was determined to be an assembly issue during manufacturing. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric patient experienced blood loss when the tubing of an intravenous (IV) extension set separated from the connector during use. The incident occurred in the pediatric intensive care unit. The extension set was being used to deliver an unspecified infusion with a pump and via an intra-jugular central line on the right side of the patient. The flow rate was unknown. During the infusion, the tubing of the extension set detached from the connector within the set. It was reported that ¿the connection between the central line and blue cap remained intact¿. There was a backflow of blood from the central line into the blue port and into what was left of the tubing. Blood was observed on the patient's gown. The amount of blood loss to the patient was unknown. No further information was provided regarding further medical intervention or regarding the patient¿s outcome from the event. No additional information is available.